Manufacturer narrative:
This report is submitted on february 6, 2019.

Event description:
Per the surgeon, the patient experienced an infection at the implant site and subsequently the device was explanted on (B)(6) 2017. It is unknown if the patient was reimplanted with a new device during the same surgery.